Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the force sensor error continued even after replacing the force sensor and a printed circuit board (pcb). There was no reported patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and a force sensor bridge test, force sensor bgnd test, and a check syringe plunger sensor were noted. The device was visually inspected. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the plunger cable. As a result, the plunger cable, was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.